Event description:
It was reported that the pt was hospitalized with elevated blood glucose levels and dka. Eval of blood glucose values at the emergency room at (B)(6) medical center, (B)(6), was reported to be over 600 mg/dl.

Manufacturer narrative:
Review of the pump revealed appropriate insulin delivery prior to the event and no alarms associated with the event. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.